Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported by the aci sales professional that a female patient underwent a diagnostic peripheral procedure on (B)(6) 2013. Access was obtained at the cfa (common femoral artery) via a 6f sheath (model unknown). 50/50 contrast and saline mixture was used. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the physician deployed the device and the patient developed a "large" hematoma after the procedure. Manual compression was applied (duration unknown) to the hematoma.